Event description:
The manufacturer received information alleging an out of box failure occurred on a trilogy ev300 ventilator. An 'o2 prop stuck' error code alarm was present. The customer is requesting a device replacement under warranty. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.